Event description:
A pt reported blood glucose results of "474 mg/dl, 192 mg/dl, 204 mg/dl, and 224 mg/dl" with a life scan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.